Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The coil was found stuck in the returned non-bsc catheter. The coil was inspected and was found stretched and fractured in the interlocking arm section which was not returned. Microscopic inspection revealed no damage to the zap tip shape and surface of the coil but the interlocking arm of the coil was not inspected due to the broken section that was not returned. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that this coil was designed to be used with a boston scientific ¿imager ii selective diagnostic catheter without side flushing holes. (B)(4).

Event description:
Reportable based on device analysis completed on 27-apr-2017. It was reported that the coil became stuck inside the catheter. A 12mm x 20cm interlock¿-35 was selected for use. During procedure, it was noted that the device did not completely loose during the deployment and it became stuck into the microcatheter. Attempts to re-deploy the coil were unsuccessful and the coil remained stuck. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that coil was fractured in the interlocking arm section.